Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture, withdrawal difficulties and a shaft fracture occurred. The 6cm long lesion was a high-grade stenosis located in a left axillary vein stent. The patient presented with severe pain during hemodialysis. The av dialysis access was cannulated in antegrade fashion with single-wall needle. The blue max balloon catheter was advanced to the lesion and dilated to 18atms for two inflations, 45 seconds and 44 seconds. The blue max balloon ruptured on the second inflation. During withdrawal through the 7fr sheath, the catheter separated. The balloon was partially snared out however the balloon catheter tip remained in the patient. The patient went surgery to remove the remaining portion. During surgery the following day a direct cut-down was made and the device was removed. Patient status following surgery was reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.